Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.

Event description:
Approximately two months post heartware lvad implantation the customer complained of battery malfunction. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing.

Manufacturer narrative:
The devices have been received and evaluation still ongoing. Preliminary evaluation and testing of one of the two the returned batteries revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.